Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a connection issue between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.

Manufacturer narrative:
We have attempted to reproduce the pairing failure with a supervisor timeout on the samsung galaxy a35 and google pixel 8 did not paired with a 780g pump running firmware version 6.7. The issue occurred consistently on these devices, displaying a device not found message on the pump. This issue has been confirmed. The software did not adhered to the specified requirements and did not performed in accordance with the expectations referenced in the 'sw requirement document' field. After conducting an initial investigation, we have found that the main reason for failed connection attempts was supervisortimeout errors thrown by os, supervisortimeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds), the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise. Supervisortimeout occurs when the device fails to receive a timely response from the pump, leading to automatic disconnection or an error message. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: could you please work with customer to try steps mentioned below and let us know if this helps to resolve the issue for customer or not? Reset app pref: delete the pump's sn from bluetooth's paired devices list, delete the mobile's sn from the pump's paired devices list, reset app preferences (phone's settings then go to apps, three dots upper right), uninstall the minimed mobile app from the phone, restart phone, reinstall the minimed mobile app to the phone, attempt to pair back the pump the phone, initiate an upload and sync to carelink after pairing . Before you reset app preferences: resetting app preferences can help fix certain issues, but it will also restore some settings to their defaults. This means: all default app choices (e.g., default browser, messaging app) will be cleared. Any disabled apps will be turned back on. Notification settings (sounds, mutes, etc.) Will go back to default. Background data restrictions for apps will be removed. Some apps may ask for permissions again when you open them. If you proceed, you may need to reconfigure your device to your liking afterward. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. However we could see successful uploads in carelink indicating customer is now paired. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.